Event description:
During a pulmonary vein isolation (pvi) procedure, using a safire blue duo ablation catheter, a pericardial effusion occurred. A circumferential rf ablation of the left common an right superior pulmonary veins (rspv) was completed and ablation was started on the right inferior pulmonary vein (ripv) when a decrease in blood pressure was noted. A cardiac perforation at the anterior aspect of the roof outside the rspv and cardiac effusion was diagnosed with an intra-cardiac echocardiogram. A pericardiocentesis was performed to stabilize the pt.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported pericardial effusion is procedure related. Per the IFU, vascular perforation is an inherent risk if any electrode placement.